Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.

Event description:
During the inflation of the balloon above 14atm, physician found the firestar to be ruptured under fluoroscopy. The target lesion was the proximal left circumflex to the obtuse marginal. The lesion was a de novo, heavily calcified and highly tortuous. There was 80 to 99% stenosis. After engaging a guidecatheter (brite tip xb3.5sh) and a guidewire (xtream) across the lesion to conduct pre-dilation, a firestar (2.0/15mm) was inflated at the target lesion without problem. Then a second firestar (3.0/15mm) was delivered to the lesion. To dilate the heavily calcified vessel at the distal left circumflex, the firestar balloon was inflated from the proximal end to the lesion several times. During the inflation of the balloon above 14atm, the physician found the firestar to be ruptured. To complete the procedure, cypher stents were implanted at the target lesion without problem and the procedure was finished. There was no pt injury reported.